Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) had a blank screen. There was no patient involvement.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded. Per the user facility's biomedical engineer, the reported non-clinical activity was during a routine check of the backup unit. The ccm was replaced. During trouble shooting, the user facility replaced the peripheral component interconnect (pci) cable, but the issue remained.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. When powered on, there was no legible screen output even though the ccm function was confirmed. The display image was barely visible with the assistance of a flashlight. The ccm output from the single board computer (sbc) to the inverter was within specification. A luo inverter was installed, and the issue remained. It was determined that the display output was not readable due to a failure of the display backlight. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.